Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual inspection of the returned device revealed that there is a kink located approximately 103cm from the distal tip which is approximately 7cm from the end of the strain relief. The ring 1 seal is compromised; there is body fluid on the edges of the ring. Electrical testing also revealed that r1 is open and no shorts were found. X-rays did not reveal any abnormalities in the distal tip. The distal section was dissected. There is body fluid under the r1 ring. Inspection after dissection showed a broken wire near the weld to the ring 1 electrode. A segment of the wire was still welded to the ring 1 electrode. A DHR (device history record) review was performed and no deviation was found. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4)

Event description:
Reportable based on device analysis completed on 30-aug-2017. It was reported that no catheter signal occurred. A 7/110/2.5/7-4 quad blazer® ii htd was selected for use. During procedure, it was noticed that the signal was not visible. Furthermore, the recording equipment settings and cable were changed but the signal is still not visible. Finally, the catheter was changed with another of the same to complete the procedure. No patient complications reported. However, device analysis revealed that the ring 1 seal is compromised and there is body fluid on the edges of the ring.